Event description:
It was reported that after inserting an intra-aortic balloon (iab) and attempting to initiate therapy, a fiber optic calibration error occurred. The intra-aortic balloon pump (iabp) was switched out with another one, but the error persisted. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).h3 other text : device not returned.

Manufacturer narrative:
**UDI related data quality updates only** no UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a